Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side removal of "an implant from a patient whose incision was opening." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "incision was opening."

Event description:
Healthcare professional reported right side removal of "an implant from a patient whose incision was opening." Device was explanted.